Manufacturer narrative:
There was no patient involvement when this issue was discovered. Therefore, this complaint does not meet the criteria for reportability.

Manufacturer narrative:
Report date: 09jun2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device has touchscreen issues. The customer reported there was no patient involvement at the time the issue was discovered.